Event description:
It was reported to philips that the allura device did not start and displayed an error message "connecting to installation". A reboot was attempted but did not resolve the issue. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the connection to xrayservice on x-ray-pc lost. Upon functional testing, the fse found that the x-ray pc and hard drive rack was not working on slot1 and connection to x-ray pc was lost due to fault in suite pc. The fse replaced the suite pc, installed software, and reconfigured the hard drive in x-ray pc. After replacement of the suite pc, installation of software and reconfiguration of hard drive in x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the azurion device did not start and displayed an error message "connecting to installation". A reboot was attempted but did not resolve the issue. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Corrected data: adjusted box b (description of event) as the incorrect device was recorded. The description indicated that the device was an allura when it was in fact an azurion, per the product information.